Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been returned to baxter for evaluation. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.